Manufacturer narrative:
Result: gatch cover. Conclusion: customer is going to complete the repair. The unit is not in use.

Event description:
It was reported by service report that the gatch cover cut into the potentiom coil cord. No adverse consequences have been reported.